Event description:
The advocate stated, the customer's blood glucose was tested and the contour meter read 298 mg/dl. The customer's glucose was retested using another meter and the reading was 85 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.